Manufacturer narrative:
H3: 81 other - the device was not returned for further evaluation; therefore a definitive root cause could not be determined. However, error logs were provided, revealing an incorrect shutdown. The customer was advised to charge the unit overnight and to perform the battery run procedure and battery performance verification, as well as to verify the voltage at the external batteries with the vent unplugged and plugged to ensure the batteries are charging. (B)(6) medical, will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.

Event description:
The customer reported to (B)(6) medical, that the avea ventilator shut down during transport while on a patient. Furthermore, the patient was transferred to another device with no patient harm reported.